Event description:
It was reported that the device stopped working. Approximately 100cc of blood was discarded. The patient did not require any pre-donated or bagged blood. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.